Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure implant overlies the ampulla portion of fallopian tube suggesting component of migration') in a 28-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6)2011, cervical intraepithelial neoplasia iii in 2003, tachycardia, chest pain, shortness of breath, chronic cough, frequency urinary, dizziness, dysplasia, cervix biopsy, genital bleeding, rash urticarial, loop electrosurgical excision procedure, intermenstrual pain, adenomyosis, smoker, multigravida, parity 5 (vaginal deliveries: 5) and uterine tenderness. Concurrent conditions included overweight, rash urticarial, abdominal pain lower, uterine tenderness, bladder pain, stress urinary incontinence and fractured toe. Concomitant products included medroxyprogesterone acetate (depo provera) from 1995 to 2006 for contraception, ibuprofen since (B)(6)2008 for pain as well as atenolol from (B)(6)2007 to (B)(6)2016, colecalciferol (vitamin d3) from (B)(6)2017 to (B)(6)2018 and nadolol from (B)(6)2007 to (B)(6)2016. On (B)(6)2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain ("pelvic pain/pain chronic/bilateral pelvic pain"). On (B)(6)2017, the patient experienced confusional state ("episode of confusion"), 11 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), cystocele ("bladder problems/mild cystocele"), migraine ("migraine/migraines / headaches"), headache ("headaches"), nervous system disorder ("neuro condition/problems"), adenomyosis ("uterine adenomyosis"), haematuria ("hematuria"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hidradenitis ("hidradenitis (suppurativa of left axillar)") and rectocele ("rectocele") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, dermatitis allergic, cystocele, weight increased, migraine, headache, nervous system disorder, adenomyosis, haematuria, vaginal haemorrhage, menorrhagia, hidradenitis, confusional state and rectocele outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. The reporter considered abdominal pain, adenomyosis, confusional state, cystocele, dermatitis allergic, device dislocation, dysmenorrhoea, haematuria, headache, hidradenitis, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, rectocele, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date (B)(6)2006. Explant date in pfs (B)(6)2018 and mr (B)(6)2018. Patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods), rash/skin condition, weight gain, other, migraine, headaches, neuro condition/problems, uterine adenomyosis, hematuria. Current weight 183 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6)2007: bilateral occlusion. Total bilateral occlusion. Bilateral essure implants in place as above. The fallopian tubes are not patent bilaterally.. Concerning the injury reported in this case, the following once were described in medical records: pelvic pain, episode of confusion, hidradenitis supportive of left axilla, adenomyosis. Lot number: 620742, manufacturing date: 2006/08 ,expiration date: 2008/07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure implant overlies the ampulla portion of fallopian tube suggesting component of migration') in a (B)(6) year-old female patient who had essure (ess205) (batch no. (B)(6)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear in (B)(6) 2011, cervical intraepithelial neoplasia iii in 2003, tachycardia, chest pain, shortness of breath, chronic cough, frequency urinary, dizziness, dysplasia, cervix biopsy, genital bleeding, skin rash, loop electrosurgical excision procedure, intermenstrual pain, adenomyosis, smoker, multigravida, parity 5 (vaginal deliveries: 5) and lower abdominal tenderness. Concurrent conditions included overweight, hives, abdominal pain lower, uterine tenderness, bladder pain, stress urinary incontinence and fractured toe. Concomitant products included medroxyprogesterone acetate (depo provera) from 1995 to 2006 for contraception, ibuprofen since (B)(6) 2008 for pain as well as atenolol from (B)(6) 2007 to (B)(6) 2016, cholecalciferol (vitamin d3) from (B)(6) 2017 to (B)(6) 2018 and nadolol from (B)(6) 2007 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain ("pelvic pain/pain chronic/bilateral pelvic pain"). On (B)(6) 2017, the patient experienced confusional state ("episode of confusion"), 11 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), cystocele ("bladder problems/mild cystocele"), migraine ("migraine/migraines / headaches"), headache ("headaches"), nervous system disorder ("neuro condition/problems"), adenomyosis ("uterine adenomyosis"), haematuria ("hematuria"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hidradenitis ("hidradenitis (suppurativa of left axillar)") and rectocele ("rectocele") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, dermatitis allergic, cystocele, weight increased, migraine, headache, nervous system disorder, adenomyosis, haematuria, vaginal haemorrhage, menorrhagia, hidradenitis, confusional state and rectocele outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. The reporter considered abdominal pain, adenomyosis, confusional state, cystocele, dermatitis allergic, device dislocation, dysmenorrhoea, haematuria, headache, hidradenitis, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, rectocele, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date (B)(6) 2006. Explant date in pfs (B)(6) 2018 and mr (B)(6) 2018. Patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods), rash/skin condition, weight gain, other, migraine, headaches, neuro condition/problems, uterine adenomyosis, hematuria. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral occlusion. Total bilateral occlusion. Bilateral essure implants in place as above. The fallopian tubes are not patent bilaterally. Concerning the injury reported in this case, the following once were described in medical records: pelvic pain, episode of confusion, hidradenitis supportive of left axilla, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- previously reported event "injury" updated to " dysmenorrhea (cramping)", events-" pelvic pain, abdominal pain, metrorrhagia (bleeding b/w periods), rash/skin condition, bladder problems, weight gain, migraine, headaches, neuro condition/problems, uterine adenomyosis and hematuria", lab data, patient demographic added. On 19-sep-2019: fu 2 & 3 processed together. Pfs & mr received- lot number, new events- "migration, abnormal bleeding (vaginal, menorrhagia), hidradenitis (suppurativa of left axillar), episode of confusion , rectocele and mild cystocele", concomitant drugs and medical history, reporter¿s information was added. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.